Event description:
The user facility reported that the angio-seal device was deployed under ultrasound guidance. The footplate was well opposed to the anterior wall of the vessel, and hemostasis was achieved. However, the patient developed a pseudoaneurysm and bleeding the following day. A pre-deployment angiogram was performed. Additional information was received on 27 aug 2025: the procedure was performed on (B)(6) 2025. A pseudoaneurysm was detected via ultrasound on (B)(6) 2025. The patient was described as thin and complained of pain and swelling in the area where the angio-seal was deployed. A retrograde puncture of the right common femoral artery was performed for a crossover left lower limb angiogram procedure using a 6 french sheath. No difficulties were reported with arterial access, sheath, guidewire, or catheter insertion. No issues were noted with insertion, deployment, or withdrawal of the device. Hemostasis was confirmed via ultrasound. No blood loss was reported during the procedure. The patient was stable once the pseudoaneurysm and bleeding were addressed. Multiple arterial access attempts were not performed. The puncture site was located at the mid common femoral artery and was accessed via a single ultrasound-guided puncture. Ultrasound was used to diagnose the pseudoaneurysm. Medical intervention was performed to treat the pseudoaneurysm, and thrombin injection was administered on (B)(6) 2025.

Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The sample was not available for evaluation. The complaint was confirmed for closure procedural complication. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).